Event description:
It was reported that during a remote follow up, high pacing impedance and noise resulting in oversensing and inappropriate high voltage therapy was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.